Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that "patient had adjacent level disease so (B)(6) extended the fusion up to l1. Upon removal of the rod, it was discovered the head was popped off the 7.5 screw. The screw was located at the sacrum. Screw had to be replaced."